Event description:
It was reported that the patient had four oor high pli measurements within a close period of time. All in-clinic measurements were in range. Fluoroscopy did not reveal any issues. Capture, sensing and hvli were stable and in range. The physician elected to remove and replace the lead.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.